Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive and corrosion found under all key contacts.

Event description:
The patient reported that the up arrow and down arrow keypad buttons are sometimes unresponsive, and other times cause scrolling. The patient stated that he wears the pump in a case in his pocket, and does not clean the pump.